Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that he changes the battery every two days and lately the insulin pump is alarming motor error during bolus and basal. The blood glucose was 83mg/dl. Troubleshooting was performed, and the drive support was loose. The caller mentioned that the device also had a blank display. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. The insulin pump passed displacement test, operating currents, self test and off no power test. No unexpected low battery alarm noted. No weak battery alarm and no blank display noted. Drive support disk was inspected and no anomaly was noted. The insulin pump received with scratched lcd window, cracked case display window corner and cracked reservoir tube lip.